Manufacturer narrative:
(B)(4). Batch # 9909a01727090. Manufacture date: 9/30/1999 the lx107 device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition. When testing for functionality, the clips would not hold due to the condition of the jaws. Possible causes for this condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a mastectomy procedure the clip appliers wouldn't hold the clips in the jaws. Another like clip applier was used to complete the procedure with no consequence to the patient.